Event description:
It was reported that before surgery while setting up for a case the screw was missing. An additional unplanned skin graft required to complete the procedure. No additional patient consequences were reported. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Event date: unknown. The results of the investigation are as follows: review of the most recent repair record determined the device was out of calibration at the 0 reading and the width plate screw was missing. The screw was replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.